Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the act button was not responsive. The blood glucose was unknown. The customer stated that time was advancing and accurate. The device will be returned for the analysis.